Event description:
It was reported that bd integra¿ syringe w/ detachable needle was unable to retract during use. The following information was provided by the initial reporter: material no. 305270 batch no. Possible 8002918. It was reported that the needle did not retract and unable to retract after withdrawn from patient. Retracting component of syringe activated when injecting a patient, approximately 0.2 mls remained in the syringe. Needle did not retract and unable to retract after withdrawn from patient.

Manufacturer narrative:
Investigation summary: no photos or samples were received for evaluation. Potential root cause for the retraction failure defect is associated with the assembly process. The reported defect was found during the manufacturing of this batch and a re-qualification was performed. It is possible a few defective samples were able to escape detection. No corrective actions are necessary based on the defective rate identified. Batch 8002918 is considered in compliance with our product specification requirements.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd integra¿ syringe w/ detachable needle was unable to retract during use. The following information was provided by the initial reporter: material no. 305270 batch no. Possible 8002918. It was reported that the needle did not retract and unable to retract after withdrawn from patient. Retracting component of syringe activated when injecting a patient, approximately 0.2 mls remained in the syringe. Needle did not retract and unable to retract after withdrawn from patient.